Event description:
The patient had history of prior dual-chamber pacemaker implantation at out side hospital (osh) for symptomatic sinus node dysfunction. His symptoms included episodes of dizziness, exertional dyspnea, and presyncope. They resolved after pacemaker placement. He subsequently was found to have evidence of both atrial and ventricular lead fractures and on x-ray, there was observed to be a gross insulation break at a medial access site. The right atrial lead had shown evidence of fracture and failure to capture in the bipolar setting. Rv lead also showed significant drop in impedance and on x-ray had what appeared to be a break in the insulation. This was likely secondary to medial insertion of these leads. Patient was seen and examined by an electrophysiology staff physician and deemed appropriate for implantation of a new dual-chamber permanent pacemaker system and extraction of existing leads. A dissection of the leads from the existing pacemaker pocket demonstrated a very medial with adhesion to the clavicular sternal junction. The right atrial lead was removed with some degree of difficulty due to these adhesions. Also of note, the device was at eri.